Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2326 captures the reportable patient complication of glottis enlargement. Imdrf impact code f2303 captures the administration of methylprednisolone to treat patient's complication. Imdrf impact code f23 captures the additional intervention of emergency intubation.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat an 8mm in diameter and 15mm in length malignant stenosis in the left principal bronchus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, it was observed that the stent was unable to be fully deployed. The stent was partially deployed on the delivery system when it was pulled out consequently resulting in glottis enlargement of the patient. Emergency intubation was performed and the patient's vital signs became stable. Furthermore, the patient was administered with methylprednisolone. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2326 captures the reportable patient complication of glottis enlargement. Imdrf impact code f2303 captures the administration of methylprednisolone to treat patient's complication. Imdrf impact code f23 captures the additional intervention of emergency intubation. Block h10: an ultraflex tracheobronchial delivery system was received for analysis; the stent was not returned. Visual inspection found the shaft kinked. No other problems were noted to the delivery system. The reported event of stent partially deployed was not confirmed. It is most likely that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied) could have resulted in the observed event of shaft kinked. However, there is no indication of what the customer reported because the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat an 8mm in diameter and 15mm in length malignant stenosis in the left principal bronchus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, it was observed that the stent was unable to be fully deployed. The stent was partially deployed on the delivery system when it was pulled out consequently resulting in glottis enlargement of the patient. Emergency intubation was performed and the patient's vital signs became stable. Furthermore, the patient was administered with methylprednisolone. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2326 captures the reportable patient complication of glottis enlargement. Imdrf impact code f2303 captures the administration of methylprednisolone to treat patient's complication. Imdrf impact code f23 captures the additional intervention of emergency intubation. Block h10: an ultraflex tracheobronchial delivery system was received for analysis; the stent was not returned. Visual inspection identified that the shaft kinked. No other problems were noted in the delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was not returned. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed event of shaft kinked and contributed to the stent being unable to fully deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Block h11: blocks h6 (evaluation conclusion codes) and h10 (device analysis) have been corrected based on the product investigation re-closed on (B)(6) 2024.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat an 8mm in diameter and 15mm in length malignant stenosis in the left principal bronchus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, it was observed that the stent was unable to be fully deployed. The stent was partially deployed on the delivery system when it was pulled out consequently resulting in glottis enlargement of the patient. Emergency intubation was performed and the patient's vital signs became stable. Furthermore, the patient was administered with methylprednisolone. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.